Event description:
Procedure type: nephrectomy. According to the reporter: during use, the balloon ruptured. It seemed that the balloon was torn. Used another device. Oozing under 200 cc. Nothing fell into the pt cavity no tissue damaged. Operating room time was not extended for more than 30 minutes. No add'l pt info is available.

Manufacturer narrative:
(B)(4).